Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the main drawer 5 failed to unlock, which located on evanesor10. The customer attempted to recover storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that a towel like debris had obstructed the rear chassis of drawer 5. The field service engineer (fse) confirmed that the customer had manually released drawer 5 and removed the towel like debris. A follow up diagnostic check was planned for the next day since the customer had to leave. The fse later spoke with the customer, who reported that the drawer had been working fine throughout the day. The system functioned as intended after the customer resolved the issue.